Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was having issues with the infusion sets. When she was trying to discharge the needle, a lot of blood came out. Customer's blood glucose level was 530 mg/dl. The customer changed the infusion set and reservoir and delivered a 20 unit bolus to treat her blood glucose level. The device was not returned.